Event description:
The reporter stated that the surgeon was advancing a 10.0 diopter silicone lens in a cq cartridge and the lens felt tight in the cartridge and didn't feel right upon advancing it in the cartridge. The surgeon opted not to use this lens, no patient contact. The silicone lens was not tested or approved for use with a cq cartridge.

Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received and a visual inspection showed no visible damage. There is clear surgical residue on the lens. It should be noted that the injector was not returned for evaluation.